Event description:
A customer contacted baxter (B)(4) regarding a cassette with a missing cap, before the product was used. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a missing component of a cassette was confirmed during the sample evaluation, and the root cause was determined to be a manufacturing issue during assembly. The drain line did not carry marks indicating the cap was on the line. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.